Event description:
It was reported with the use of the unspecified bd¿ syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: samples were returned for evaluation: investigation summary: customer returned (7) 3/10cc, 6mm, 31g syringes in open poly bags from lot # 6004726. Customer states that the syringes had liquid coming out of the needle prior to drawing the medication. All returned syringes were examined and 4 out of 7 exhibited amount of clear liquid in the barrel. A small amount of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Samples were forwarded to manufacturing (holdrege) on 28sep2018 for further review. On 25sep2018, holdrege received seven (7) 0.3ml, 6mm, 31g syringes in opened polybags from batch # 6004726. All samples were decontaminated per hstr017 prior to being evaluated. Upon evaluation by qe ah, all returned samples were visually inspected and noted scant traces of the liquid reported by the customer at complaint intake. Per ftir analysis completed at franklin lakes, the material is most likely that of silicone, a routine component of the insulin syringe. CAPA (B)(4) and situation analysis (B)(4) were completed by the holdrege plant to address silicone pooling (excess silicone) and associated root cause(s). Batch# 6004726 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. No additional actions at this time. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for on lot # 6004726. A review of the device history record was completed for batch # 6004726 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200627846] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd¿ syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary:no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported with the use of the unspecified bd¿ syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.